Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event. The reporter stated that the patient's blood glucose level at the time of the call was 41 mg/dl but didn't report any symptoms. The reporter disconnected from the call before troubleshooting could be performed with the pump. The alleged blood glucose level does not meet the criteria for a serious injury. This complaint is being reported because the reported issue was not resolved at the time of the call.